Event description:
During the implantation of a left rtsa, it was reported via clinical study that the patient experienced humeral fracture. Further details indicate greater tuberosity fractured with soft tissue attachments during surgery. The patient was implanted with a competitor¿s device. The outcome of this event is considered continuing and the clinical report indicates that this event is definitely not related to the device(s) and definitely related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
(D10) reported concomitant device(s): 322-40-00 - 145-deg pe 40mm hum liner +0: b196007, 322-10-00 - humeral adapter tray, +0: b224202, 320-31-40 - glenosphere, 40mm: b110811, 320-35-06 - small extended cage glenoid plate: a587686.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.